Manufacturer narrative:
Describe event or problem: it was reported that during use of the bd plastipak¿ syringe the cap became moldy and the stopper has an oil splotch. There were 3 occurrences reported. Discovered before use. Investigation summary: three sample units belonging to lot number 1804268 and two picture samples were received for evaluation by our quality engineer. A device history record review did not reveal any documented quality issues during the production of lot number 1804268 that could have contributed to this incident. Investigation conclusion: through visual inspection of the picture samples, lubrication was observed within the syringes. Through visual inspection of the physical samples, no excess silicone was observed within the syringes. Root cause description: lubricant is employed during the syringe assembly process to lubricate the cylinders within the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot. The silicone content tests for the three samples were within specifications. Based on the investigation results, a cause for the reported incident could not be determined as no manufacturing defect was found in the returned samples. Rationale: complaints received for this device and defect will be monitored by our quality team.

Event description:
It was reported that during use of the bd plastipak¿ syringe the cap became moldy and the stopper has an oil splotch. There were 3 occurrences reported. Discovered before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe the cap became moldy and the stopper has an oil splotch.